Event description:
Healthcare professional reported a left side exchange due to concerns with the product, capsular contracture baker grade iii, and plug strap separated. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side exchange due to concerns with the product, capsular contracture baker grade iii, and plug strap separated. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product-procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ other-technical : broken on the plug strap side assessed as unidentified (tear) and missing on the plug strap side assessed as inconclusive . Additional observations: ¿ observed, one opening on valve bond edge side assessed as unidentified (tear) opening, broken on the plug strap and missing on the plug strap side assessed as inconclusive . ¿ crease fold observed on the device. ¿ white particle observed inside device. ¿ yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.